Manufacturer narrative:
An extended investigation has been performed for the reported complaint. The customer reported for signal loss. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and enabled signal loss alarm feature in the app and placed device in faraday bag to interrupt signal to sensor. Signal loss alarm was observed after few minutes. Removed device from bag and confirmed sensor was reconnected within few minutes. Alarms were functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with google pixel 8 pro phone with android 14 operating system version 3.5.1.10363. As a result of the unspecified application issues the customer was unable to monitor glucose with sensor readings and experienced symptoms of "empty head feeling". The customer then had contact with a healthcare professional where unspecified treatment was rendered for treatment of a diagnosis of hypoglycemia . There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with google pixel 8 pro phone with android 14 operating system version 3.5.1.10363. As a result of the unspecified application issues the customer was unable to monitor glucose with sensor readings and experienced symptoms of "empty head feeling". The customer then had contact with a healthcare professional where unspecified treatment was rendered for treatment of a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.